Event description:
Biomed reported a ventilator that suddenly gave a constant hi ppeak alarm. The ventilator was on a patient at the time of the incident. The patient was moved to another ventilator. No injury reported. Biomed requested a replacement hardware upgrade kit to facilitate both the repair and upgrade at the same time.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. G4. The original date of awareness was reported as 04/29/2015. The information for this follow-up report was noted on 10/29/2015. Corrected data: life threatening and required intervention to prevent permanent impairment/damage were added because the ventilator required change out. Should be coded as serious injury given medical intervention was required to preclude serious injury or death.

Manufacturer narrative:
(B)(4). Carefusion technical support advised the customer that upgrade kits were on back order, and would be shipped as soon as they become available.

Manufacturer narrative:
Corrected data: no patient injury.